Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Choked [choking]. Head detached: oral-b [device breakage]. Case narrative: consumer via social media stated that the oral-b toothbrush head detached from the oral-b toothbrush, and they choked on it. No serious injury was reported.